Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that health professional inserted an uncomplicated right sided PICC insertion. 24 hrs post insertion patient developed cardiac arrest. Insertion date: (B)(6) 2024. Cardiac arrest date: (B)(6) 2024. PICC removal date: (B)(6) 2024. Sherlock magnetic tracking was utilized during insertion but cxr indicated to confirm tip position due to presence of left sided dual chamber pacemaker. Tip position was confirmed by cxr right atrium atrial junction as per radiologist report prior to commencement of tpn therapy. At time of cardiac arrest - echo cardiogram showed cardiac tamponade. An emergency pericardiocentesis was performed which drained likely tpn infusate from pericardial space requiring emergency medical treatment and ICU admission. PICC line was removed without any reported complication or obvious defects. The patient recovered and has since been discharged from hospital the customer did not report any long-term injuries to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that health professional inserted an uncomplicated right sided PICC insertion. 24 hrs post insertion patient developed cardiac arrest. Insertion date: (B)(6) 2024. Cardiac arrest date (B)(6) 2024. PICC removal date(B)(6) 2024. Sherlock magnetic tracking was utilized during insertion but cxr indicated to confirm tip position due to presence of left sided dual chamber pacemaker. Tip position was confirmed by cxr right atrium atrial junction as per radiologist report prior to commencement of tpn therapy. At time of cardiac arrest - echo cardiogram showed cardiac tamponade. An emergency pericardiocentesis was performed which drained likely tpn infusate from pericardial space requiring emergency medical treatment and ICU admission. PICC line was removed without any reported complication or obvious defects. The patient recovered and has since been discharged from hospital the customer did not report any long term injuries to patient. No other information was provided.